Event description:
A report was received that the patient had a pocket revision due to discomfort. The physician moved the ipg to the other side of the patient's body. Nothing was implanted or explanted and the patient is reportedly doing well following the procedure.

Manufacturer narrative:
This is the final report.